Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response due to corrosion on keypad traces. No button error alarms noted during testing. Insulin pump had a cracked case on the lcd display window corners, minor scratches on lcd display window, cracks on the reservoir tube lip, cracks on the reservoir tube window, cracks on the reservoir tube, scratches on keypad overlay and missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm on her insulin pump. Blood glucose level 172 mg/dl. Nothing further reported.